Event description:
The complaint originated from a consumer who purchases two unknown contact lenses from what they believe to be anon-licensed provider. The consumer stated that one lens "unusually bigger than the other: and was not inserted. The other lens caused irritation upon insertion. The consumer removed the lens within two minutes of insertion. The consumer reported the info to FDA for notification of an alleged illegal vendor. There was no serious injury reported. The report stated that the brand name of the lens was freshlook, but no model number was provided.